Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead exhibited undersensing, loss of capture, it did not deliver pacing when required, and the pace impedances were greater than 2000 ohms. The ra lead was surgically abandoned and replaced. The lead was observed to be fractured and have the conductors exposed under the patient's clavicle. In addition, the lead was tested on the pacing system analyzer which yielded the same observations. No additional adverse patient effects were reported.